Event description:
Rn was using the controls on the side of the bed to perform adjustment to head of bed when the bed stopped moving. Rn noted white smoke billowing out from behind the monitor. She immediately turned off cpu and unplugged the bed. It was noted that the plug on the bed was charred and missing one of the prongs. All three prongs were present when bed was plugged into red outlet. The ground plug was lightly bent down, but did not resist being plugged into outlet. The cord was not frayed.